Event description:
The surgeon opened the exeter stem and discovered no centraliser in the packaging. He then opened another stem to take the centraliser.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.